Event description:
It was reported that the devices attached to the bloodline of dialysis machine are reading "infusion complete" without an alarm, however there was more fluid left in the bag. Customer stated, issue appears to be "intermittent on more than one device". Education was provided to the customer by bd representative regarding off label use of alaris devices and hemodialysis machines. No devices will be returned to bd for investigation. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.